Event description:
It was reported the lamp exhibited an error and the brightness was insufficient; it was unable to light up occasionally. The issue was found during sedation for a diagnostic general examination procedure and was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 - address: no.(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h6, h11. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material issues: deterioration. Thermal problems: overheating. Mechanical problems: stress, wear. Electrical problems: signal loss, component problems. These can occur between components such as boards, panels, power supplies and fans, etc without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.